Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient stated that the cgm did not provide a low value but she felt low. She became dizzy and lost consciousness. The patient's husband was able to wake the patient and checked her bg which was 46 mg/dl while the cgm was 138 mg/dl. He provided the patient with electrolytes and a banana. They changed the sensor the following day and the patient felt fine. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.